Event description:
It was reported that during a da vinci si surgical procedure a wire was sticking out of the jaws of a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument pitch cable was broken at the distal clevis hub. The cable crimp that contains the broken cable segment remained in the clevis. No other damage was found.